Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. A review of the treatment report for the date of treatment shows the user operated the surgery with the recommended settings and no relevant deviation between planned and performed energy was detectable for the treatment. No abnormalities were detectable that could contribute to the reported event. No technical root cause was identified. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported a patient presented one day post lasik with trace diffuse lamellar keratitis 360 degrees on edge of flap bilaterally. Patient was started on a topical steroid drop three times a day for both eyes. Patient was instructed to continue to use topical antibiotic/steroid drop four times a day in both eyes. Symptoms were reported to be resolved three days post onset. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Symptoms were reported to have been resolved ten days post onset for this eye and not three days post.